Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported complication is post-operative or patient-specific factors that developed, resulting in the need for revision surgery due to biomechanical loading, patient adherence to rehabilitation protocols, biological healing response, or progression of the underlying condition, rather than device performance or malfunction of the ibalance hto system. The most likely cause of the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025 it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed complications following a procedure using the ibalance hto system in 2019. It was noted that the patient was diagnosed with an undislocated intraarticular lateral tibia-plateau fracture at 6 weeks follow-up with plain radiographs. The fracture was not discovered on postoperative plain radiographs. The patient was treated for 2 additional weeks with a removable knee cast and the fracture healed without impairing the clinical outcomes.